Event description:
It was reported the l12-3 transducer delivered a light zap to a patient. The transducer was associated with an epiq elite ultrasound system. There was no patient or user harm associated with this event. A replacement transducer was shipped directly to the customer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The transducer was replaced at the customer site to address their immediate concerns. The transducer could not be obtained for return for further failure analysis. The system has returned to service with no similar issues reported post repair. In addition, a review was performed dating back to january 2020, which identified zero other incidents in which an l12-3 transducer produced a spark or shock. There is no further information expected to be received for this incident.